Event description:
During a procedure, the catheter broke off in the pt. The pt had to be sent back to the hosp to have the separated portion retrieved. A section of the device did not remain inside the pt's body.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), quality control, specifications, and trends was conducted during the investigation. The complaint device was not returned for investigation. The product lot number is unknown. There is no evidence to suggest that the device was not manufactured to specification. There is very limited information available from the customer. The customer stated, "the device broke and the patient had to have it removed. The catheter broke off in patient and they had to send the patient back to the hospital to retrieve the part in the patient.." Based on the customer statement it is assumed that the catheter shaft separated inside the patient. The IFU describes the proper catheter placement, usage, and maintenance techniques, as well as appropriate warnings and precautions. Without further information, or the returned device, the root cause of this complaint is inconclusive. Per the conclusion of the quality engineering risk assessment, further risk reduction is not required.

Event description:
During a procedure, the catheter broke off in the patient. The patient had to be sent back to the hospital to have the separated portion retrieved. A section of the device did not remain inside the patient's body.

Manufacturer narrative:
(B)(4). The event is currently under investigation.